Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® brand sst ii advance tubes containing silica and gel the cap had an issue with its shape.

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode was observed. The photo showed a hemogard shield (on a drawn tube) which was incompletely molded and having a gap in the plastic wall. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo, the customer¿s indicated failure mode for an incompletely molded hemogard shield with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® brand sst ii advance tubes containing silica and gel the cap had an issue with its shape.